Event description:
It was reported that a warehouse discovered two polaris 5.5 removal hexalobe bits with twisted tips during inspection after they were returned from a hospital. The hospital did not provide patient or surgical information with the returned devices. This is report two of two for this event.

Manufacturer narrative:
E1 phone number: (B)(6). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2024-00005.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted/deformed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a warehouse discovered two polaris 5.5 removal hexalobe bits with twisted tips during inspection after they were returned from a hospital. The hospital did not provide patient or surgical information with the returned devices. This is report two of two for this event.